Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and the touchscreen became cracked. Subsequently, the touchscreen became unresponsive. The customers blood glucose level was not impacted. It was indicated that the customer would use manual injections as alternate insulin therapy.